Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the screen. Blood glucose level at the time of the incident was not provided. Customer stated the device was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to moisture damage. No moisture damage was found on the motor, force sensor and keypad assembly.